Manufacturer narrative:
(B)(4)

Event description:
It was further reported that at the time of event, the patient presented due to recurrent angina and not chest pain as previously reported. Also, the in-stent restenosis (isr) was located in the 3.50 x 32 mm non-study stent implanted in proximal rca and not the study stent during index procedure as previously reported. The physician treated it with balloon angioplasty and placement of 4.0 x 12 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. In addition, the stents located in the mid and distal portion of the rca was widely patent.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID 2134265-2013-09558 it was reported that cardiac chest pain and revascularization occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. Target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 18 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct stent placement using a 3.50 x 24 mm promus element plus everolimus-eluting coronary stent system with 10% residual stenosis. Target lesion #2 was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 14 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 20 mm promus element plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, 80% ostial stenosis of the proximal rca was treated with balloon angioplasty and placement of 3.50 x 32mm promus element plus drug-eluting stent, with 0% residual stenosis. In (B)(6) 2013, the patient presented due to cardiac chest pain and was hospitalized on the same day. Subsequently, subject was referred for cardiac catheterization. On the same day, 70% in-stent stenosis of previously deployed promus element plus study stent during index procedure and 3.50 x 28 mm promus element plus drug eluting stent during target vessel revascularization in proximal rca was treated with pre-dilatation and placement of a different device. The event was considered resolved. One day post procedure, the patient was discharged on aspirin and clopidogrel.